Manufacturer narrative:
Manufactured july 18, 2016 ¿ july 20, 2016. One actual infusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion was identified during patient infusion with a small volume infusor. The infusion took 24 hours to complete instead of the expected 48 hours. The volume of the drug was 100ml. There was no patient injury or medical intervention associated with this event. No additional information is available.